Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. We are working on the device history record (DHR), once we get more information it will be submitted in the supplemental. Concomitant products: pentaray nav eco catheter (d-1282-11-s/30007162l). Soundstar eco catheter (m-5723-17/ e8103444). Coolflow tubing set (d-1233-01-s/200097). Smartablate generator (model# m-4900-07, lot# unknown). (B)(4).

Event description:
It was reported that a female patient, age unspecified, underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation and a cavotricuspid isthmus (cti) ablation procedure for atrial flutter with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Soundmerge, transseptal puncture, and pvi were performed. During cti ablation, a steam pop occurred. Patient became hypotensive and a cardiac tamponade was confirmed. Pericardiocentesis yielded an unspecified amount of fluid. Patient was transferred to a different facility. There is no information regarding extended hospitalization. Patient outcome is improved. There were no patient factors cited that may have contributed to the adverse event. Although the physician did not provide a causality opinion, he indicated that the adverse event was not related to the use of bwi products. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with an unspecified product. There is no sheath information. Generator was set on power control mode. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. There is no information regarding the length of the ablation cycle when the pop was observed at the same tip position. There is no information regarding spi value, catheter proximity, or catheter zeroing.

Manufacturer narrative:
Additional information was received on june 16, 2018. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, the expiration date (2019/01/07) and manufacturing date(2018/01/08) were provided. The corresponding fields of this report have been updated. Manufacturer ref no: (B)(4).